Manufacturer narrative:
Concomitant medical products: heparin bag. Protamine sulfate bottle. Therapy date: (B)(6) 2018. Although logs were received, it was determined they were not from the devices involved in the reported event and the event devices were not sequestered for investigation. Therefore the customer's report could not be confirmed. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was transferred from the telemetry unit after a rapid response code was called due to the patient experiencing increased abdominal pain and shortness of breath. At that time, a heparin drip was infusing at an unspecified rate for a history of deep vein thrombosis. Once the patient was stabilized, a CT scan was ordered and then the patient was transferred to the ICU. The patient continued to experience abdominal pain, then became hypotensive and received an unspecified amount of fluid bolus. The CT scan revealed a hematoma; the physician was notified and ordered the heparin to be stopped. The user stopped the heparin infusion (but left the heparin bag on the IV pole), and hung an antibiotic and additional normal saline fluid bolus. The customer alleges that the patient was being bolused from the heparin bag instead of the saline bag. At that point the rn noticed that the 150 ml heparin bag was empty. The customer stated "the nurse likely changed the drug profile on the pump from the heparin drip to either basic infusion or IV fluids (but did not change the actual bag) and an alert was never triggered for too high of a rate of heparin." After the patient apparently received an unknown volume of heparin, protamine sulfate reversal was administered. Approximately 3 hours later the patient expired at 2330.